Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade IV on her left side postoperatively, diagnosed after physical exam. As a result, the patient underwent explantation and replacement possibly with allergan device on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV, and received bilateral allergan saline replacements on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV manufacturer¿s reference number: (B)(4).